Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system oversensed noise. It did not result in an inappropriate shock. A request was made to have technical services (ts) review the stored episode. Ts reviewed the stored episodes and indicated the noise appears to be related to the sense b node sensing circuit. Ts recommended troubleshooting options which included: isometrics/pocket manipulations, and an x-ray to evaluate the electrode and header connection, look for fracture signals and/or mechanical noise. Ts also provided reprogramming options. This s-ICD system remains in service. No adverse patient effects were reported.